Manufacturer narrative:
Awaiting prod return to conduct quality investigation.

Event description:
Consumer called to state she is getting very high inaccurate readings with plink meter. Running comparisons to her other meter. Analysis run on clark error grid using competitive readings (98) as ref point vs. Bd readings (432) yielded data points in the e range of the grid, outside of acceptable limits.